Event description:
It was reported that the right ventricular (rv) lead was explanted due to dislodgement. The patient experienced presyncope and low heart rate. Subsequently a new lead was successfully explanted. No additional patient adverse effects were reported. The lead is not expected to return for analysis.